Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that he is receiving audio alerts while having the receiver set to the vibrate profile on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).